Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurs at cap seal with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, translated from (B)(6) to english: sampling tubes (of any type) had leaks at the grey cap seal. This happened on all tubes ==> no problem on the tubes, one suspects more a safety needle problem they have only one set of needle. After sending a new batch of needles to the site, the problem has not reappeared.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that blood leakage occurs at cap seal with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, translated from french to english: sampling tubes (of any type) had leaks at the grey cap seal. This happened on all tubes. No problem on the tubes, one suspects more a safety needle problem they have only one set of needle. After sending a new batch of needles to the site, the problem has not reappeared.